Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip, collar, hypotube and distal shaft were microscopically examined. Inspection revealed partial separation of the shaft at the collar, numerous kinks in the hypotube, and shaft damage (flattened, abrasion) that starts 16.5cm from the tip of the device and in 1.5cm in length. The inner diameter of the device was within specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Since the opticross used in the event was not returned, a promus device was loaded into the collar of the guidezilla and advanced until it reached the damage in the shaft; however the device could not be advanced any further into the guidezilla. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2016. It was reported that resistance was encountered and the device was flattened. A guidezilla was selected for use after a non bsc guide catheter was engaged to the vessel. During the procedure, resistance was encountered when opticross was being passed through the guidezilla. The device was removed from the patient's body and was noted to be flattened. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was good. However, device analysis revealed that the collar was broken.